Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after changing insulin and infusion set tubing; blood glucose rose above 400 mg/dl, improved to 247 mg/dl with a manual injection, and increased again upon reconnection to the ilet despite no occlusion alerts and no visible bends or kinks noted on the removed infusion set. Symptoms included elevated blood glucose without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no hospitalization and no professional medical intervention beyond customer care guidance. Investigation included customer education and troubleshooting, removal and replacement of the infusion set, and guided performance of fill tubing and cannula steps, with ongoing monitoring advised. Investigation of this case revealed no confirmed device alarm or occlusion and an unclear cause of hyperglycemia in the context of an infusion set change and reconnection. It was concluded, based on previously established findings for similar reports, that the cause was unclear.